Manufacturer narrative:
On (B)(4) 2014, walkmed infusion contacted the customer and verified the following programmed parameters: rate: 400 ml/hr. Target volume: 200 ml. Volume delivered: 400 ml. Intended infusion period: 30 minutes. Infusion period: 30 minutes. The pump in question was returned to walkmed infusion for an investigation. During investigation, the pump was subjected to two delivery accuracy tests. The first delivery accuracy test utilized 100 ml/hr with a target of 40 ml. The pump delivered 41.3 ml which is a 3.25% over delivery. The MFR specification for deliver is within 5%. The reported event was not duplicated and the pump's delivery accuracy was within the MFR's specification.

Event description:
The nurse reported that "the pump is delivering medication twice as fast as it is programmed to do".